Manufacturer narrative:
If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient, who had a hip implanted, was revised to a 140-32-51 cc inlay vitamin e neutral, ø 32, gr.1 b135501. No further information known at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were added/corrected: d1, d4, d6a, g1, h4, h6: type of investigation. The most likely cause for the revision reported is prosthesis wear and osteolysis due to a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed because the devices were not available for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b2, b3, b4, b7, d4, d6a, d6b, d10, h6, h11. D10: 180-01-48 - crown cup, cluster-hole gr.48 (B)(6). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As part of the manufacturer's recall, the patient presented for a follow-up examination due to increasing discomfort/pain in her thigh. X-ray and CT scans revealed significant decentering of the prosthetic head and unusually large osteolytic lesions in the acetabulum, indicative of inlay wear. This was addressed during an inlay replacement procedure using a specially approved vitamin e-reinforced inlay. (Xle, neutral liner, group 1, 32 mm). The findings were verified. During the revision surgery, in addition to replacing the inlay, the integrity of the acetabular socket was confirmed, the cysts in the acetabular bed were curetted and filled with hydroxylapatite + calcium (cerament bone void filler), and the prosthetic head was replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.